Manufacturer narrative:
(B)(4).   Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination of the device found that hypo tube was broken 268mm distal to the strain relief with multiple kinks along the full catheter length. No issues with mid shaft, inner or outer polymer extrusion. Stent detached from the sds and was not returned. No issues with the balloon. Stent crimp markings were visible and the balloon wings were in their original folded position. The tip was visually and microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14-dec-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, de-novo target lesion containing a lesion bend of between >45 and <90 degree was located in the moderately calcified left circumflex (lcx) artery. A 3.00x38mm promus element ¿ long drug-eluting stent was advanced to treat the lesion but failed to cross. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed hypotube broken.